Event description:
It was reported that during a da vinci-assisted surgical procedure, the piece of the universal reducer that attaches the reducer to the cannula had come loose. During the surgery, the direction of the cut had been changed several times, meaning the instrument had to be removed from the port frequently. The incident did not cause any harm to the patient. This new universal model has been noted to be poor before. The reducer has been difficult to remove and after removal, the reducer's tongue may have become loose, meaning it has not returned to its original position. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.